Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4 of the initial mw. The manufacturing date of the device is april 08, 2019. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the faulty light-emitting diode (led) could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The distributor reported on behalf of the customer, the visera elite ii video system center displayed a lamp error 105 on the monitor during preparation for use. It was reported that a scheduled vaginoscopy was unable to be performed as a result of the malfunction. It was also reported that the device had a previous failure in which it was noted that there was a delayed display of output on the video processor. The intended procedure was a scheduled operative hysteroscopy and the procedure was completed. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Related patient identifiers: (B)(6) (addresses the event that occurred on (B)(6) 2022 in which lamp error 105 occurred) and (B)(6) (addresses the event that occurred on (B)(6) 2022 in which a delayed display was reported). It was reported that the device was used on (B)(6) 2022 for a scheduled diagnostic laparoscopy, however, no malfunction had been reported. The device was returned to olympus for evaluation and lamp error 105 was observed and was determined to be caused by a light-emitting diode (led) malfunction. Additionally, error e211 occurred as a result of a defective secure digital (sd) card and the rear panel was corroded. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.